Manufacturer narrative:
(B)(6). Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and the use of the device are associated with numerous risks. Bleeding is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including therapeutic anticoagulation guidelines. There is no evidence to suggest that a device malfunction the device performance, or a manufacturing issue contributed to the reported event. The root cause of the bleeding cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU) and patient manual: outlines guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported gi bleed; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was "admitted to rule out gi bleed", on (B)(6) 2015, "patients inr was allowed to drift down." On (B)(6) 2015 the patient was "scoped, but no active bleed was found." Patient was "discharged home on (B)(6) 2015". No additional information provided. Investigation is ongoing.

Manufacturer narrative:
It was stated that patient did not have any other symptoms related to the gi bleed. Also there were no alarms associated with this event. It was further stated that there were no other diagnosis made after the esophagogastroduodenoscopy (egd) procedure. There was no active bleed after the egd procedure and there were no other test performed for the patient. It was said that the patient is "stable an on anticoagulated and no further signs and symptoms of bleeding have occurred." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.